Manufacturer narrative:
Based upon the investigation findings, the reported rupture and device explant event is confirmed based on clinical assessment of medical records and imaging studies. The explanted devices were not returned. The sizing sheet and an adverse event report were provided for this assessment. Product use appeared to be congruent with the IFU. A cautionary condition that might have contributed to this complaint was a preexisting thoracic aneurysm. Thirty months post implant there was evidence to support an aortic rupture during a repair of a thoracic aneurysm. The adverse event was recognized and treated immediately; the explant and conversion to a surgical prosthesis was confirmed. There was no mention of a definitive location or source of the abdominal aneurysm rupture; possibilities include native vessel perforation or rupture. Notably, a 5cm long cannulation of the right femoral artery was met with guidewire resistance, but performed high volume/pressures as expected during the bypass. Two minutes post descending clamping, hypotension and abdominal distention was noted. These findings might have been indicative of a change in the integrity of the stent grafts either by direct contact with the femoral cannula/guidewire or by indirect high pressure, high volume flows generated by the heart/lung machine. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the rupture is most likely related to the context of the thoracic aneurysm repair procedure. There is no evidence that endologix devices contributed to this event.

Event description:
It was reported approximately 30 months post implant of a bifurcated device, and an infrarenal aortic extension, the patient had a rupture. Reportedly, on (B)(6) 2015 a thoracoabdominal aortic replacement with the use of heart lung machine was performed. Before the ta replacement, the physician confirmed that the abdominal aortic diameter had decreased in size from 50mm to 30mm by a contrast CT image. The physician elected to deliver blood from femoral artery. The physician inserted a blood transmission cannula into fa. At that time, the physician felt the resistance of guide wire, so the physician inserted the tip section of cannula into fa about 5cm. Then an ecc was started. (Blood transmission pressure between an oxygenator and arterial filter: 250mmhg, flow: 3.5l). Then, the physician blocked off the aorta. (200mmhg, flow: 3.0l) after that, the physician blocked off descending aorta. Approximately 2 minutes later, the physician restored the setting of blood transmission pressure. However, the blood-pressure value wasn't increased. Then the patient presented as abdominal distension. The urgent laparotomy was performed and the bleeding from the aaa area was revealed. On, (B)(6) 2015 the patient is reported to be doing well.

Event description:
A thoracoabdominal aortic replacement with the use of heart lung machine washa diameter had decreased in size from about 50mm to about 30mm by a contrast CT image. The physician elected to deliver blood from femoral artery. The physician inserted a blood transmission cannula into fa. At that time, the physician felt the resistance of guide wire, so the physician inserted the tip section of cannula into fa about 5cm. Then an ecc was started. (Blood transmission pressure between an oxygenator and arterial filter: 250mmhg, flow: 3.5l) then, the physician blocked off the aorta. (200mmhg, flow: 3.0l) after that, the physician blocked off descending aorta. Approximately 2 minutes later,the physician restored the setting of blood transmission pressure. However, the blood-pressure value wasn't increased. Then the patient presented as abdominal distension. The urgent laparotomy was performed and the bleeding from the aaa area was revealed. The physician removed the stent grafts and performed an abdominal aortic replacement. After the aa replacement, the ta replacement was performed. The procedure was completed.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Explanted. Device not returned.